Event description:
The following was reported to medtronic via the sales rep: healthcare professional reported the valve device was abandoned when the intra-operative echo showed 2+ mitral regurgitation. The valve was replaced with another valve of the same size, although the hcp saw nothing wrong with the valve at explant. The pt later died, but the hcp stated the valve probably did not contribute to the event.